Event description:
The bearing rail mounting bolts were loose and three were broken. Apparently there is a concern that this may allow the tube stand to disengage and fall when the table is in the vertical position. The room has been taken out of service until corrective actions are complete.